Event description:
It was reported that during testing of the device for a non-clinical activity, the alternating current (ac) power was not working. The base power cord would not remain connected to the base. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) disassembled the base and confirmed the neutral and ground wires were pulled out of the terminal block. The power cord and strain relief were removed. The terminal block, strain relief and power cord were all intact. The fsr reconnected power cord to the terminal block and remounted strain relief. With the parts replaced, the unit operated to manufacturing specifications and was returned to clinical use. No additional action will be taken at this time.